Event description:
It was reported that the ventilator had hw faults and shut down while connected to a pt. No audible alarms reported. The pt turned blue, was removed from the ventilator, and was manually ventilated until the backup ventilator could be placed on the pt.

Manufacturer narrative:
Na